Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas to request a new pump. The reporter stated that patient was having erratic blood sugars, and was unsure if this could be due to a pump or supply issue. Customer support attempted to obtain additional information but was unsuccessful in reaching the reporter/patient this is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
(B)(4): a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no delivery issues. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The keypad buttons were tested and all the buttons were normally responsive with no hyperactive keypad buttons noted. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.